Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device diagnostic revealed atrial noise, and the noise was reproduced with isometrics and pocket manipulation, consistent with atrial lead fracture. On (B)(6) 2016, the lead was capped and replaced.